Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility (B)(6) hospital . The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection observed that the access line had been disconnected from its screwed connector. Solvent was present on the access line and the diameter of the line extremity was smaller than the rest of the line. The leak could not be observed on the picture however the reported condition is considered as verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st150 , an external fluid leak occurred due to tube degumming. There was no patient involvement. No additional information is available.